Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2008 was chosen as a best estimate based on the date that the manufacturer became aware of the event. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted.

Event description:
A report was erceived that the patients lead kept migrating. The patient underwent an explant procedure.